Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there were no hardware faults. The field service engineer (fse) re verified all connections and confirmed that the device was functioning properly. The fse determined that the issue was likely caused when the cleaning room staff relocated the helmer refrigerator, resulting in an accidental disconnection of the power cable. The system functioned as intended after the field service engineer (fse) investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator 4sae full height helmer had a battery failure and the temperature was out of range. The customer attempted troubleshooting by checking that all cables were intact and plugged in, and that the battery and power were both on. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.